Event description:
Event was reported to caldera medical by an atty. The chronic pelvic and vaginal area pain, infection, hematoma, scar tissue, painful intercourse, recurrence, need for add'l surgery, stress urinary incontinence, and sequelae. No further info has been provided.